Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, ablation could not be performed because the ampere generator displayed a 999 impedance. The cable, grounding pad and catheter were changed but the issue remained. The procedure was cancelled with no adverse consequences to the patient. However, during the next procedure the ampere generator worked as expected.